Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they were unable to disconnect venous sampling line at luer connector. The product was not changed out. There was no patient injury. The surgery was completed successfully.